Event description:
It was reported an attempt was made to use the device in a case. The device would not work. Caller unable to give any other details. It was reported another device was used for the case.